Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was the patient reported trial was fantastic but from day one they had no relief with permanent device, implant kept getting readjusted with no success. Hcp finally found out that leads weren't put in in the right place to begin with and leads had dropped considerably. Hcp was going to do a "realignment" but because of scar tissue hcp couldn't get them (leads) realigned so the leads had to be removed completely. The doctor leads on (B)(6) 2021. Patient reported because leads had been removed they hadn't used or charged implant or controller for a couple weeks so the implant battery and controller were "probably dead. Patient's reason for call was to ask about MRI eligibility, patient said hcp was trying to do last minute MRI before they do back surgery to implant paddle leads . Patient went to MRI facility yesterday but was turned away and directed to call mdt regarding their MRI eligibility. Patient wasn't able to access MRI mode because controller /implant battery was dead. The caller was redirected to patient is going to charge controller and implant up so that MRI mode can be accessed. Pss reviewed that an abandoned implant may effect MRI eligibility. The patient called back later the same day requesting assistance with charging the ins. They were previously unable to get past he ¿no device found¿ screen, which patient services reviewed. The patient started a charging session and confirmed getting excellent on the screen.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-aug-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not getting desired stimulation since implant. The patient was scheduled for a lead revision on the day of the report. The healthcare provider (hcp) was unable to direct the current leads into place, so attempted to put in two new implant leads. Several attempts where made to bypass severe scar tissue, but was unsuccessful. The hcp was referring patient for surgical paddle lead. The battery remains implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that this patient just had her surgical lead placed on (B)(6) 2021 and had her post op appointment (B)(6) 2021. The stimulation was activated at the post op appointment and pt, while still experiencing post operative pain, was happy with the programming. Therapy issues are now resolved. As stated by the implanting physician, severe spinal stenosis hindered ability to get original percutaneous leads to desired location. There is no further information to report, as therapy issues resolved.